Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. B34597) for female sterilisation. The patient had a medical history of low back pain (low back pain in pregnancy: (B)(6) 2013) in 2013, spontaneous abortion in 2012 and endometrial polyp, anxiety, uterine fibroids, parity 3, multi gravida, tonsillectomy, cholecystectomy, lumbar disc disease, anemia, adenomyosis and menorrhagia. Previously administered products included: ibuprofen, depo provera and mirena. The patient had a family history of diabetes. On 30-aug-2013, the patient had essure inserted. On 09-sep-2022, 3297 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required) by surgery (hysterectomy total laparoscopic cystoscopy salpingectomy laparoscopic- bilateral). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: scout films: bilateral micro-inserts were identified uterine cavity: the endometrial cavity was noted to be normal reference: a is the most proximal end of the outer coil closest to the uterine cavity, b is proximal end of the inner coil, c is distal end of outer coil and d is distal end of inner coil furthest from the endometrial cavity. [Pathology test] on (B)(6) 2022: specimen: fallopian tube, uterus and cervix left fallopian tube, salpingectomy: benign para tubal cyst and unremarkable fallopian tube with fimbria. Right fallopian tube, salpingectomy: benign para tubal cyst and unremarkable fallopian tube with fimbria. Uterus and cervix: weakly proliferative endometrium and adenomyosis. Cervix with no significant pathologic findings [pregnancy test] on (B)(6) 2012: negative [smear cervix] on (B)(6) 2018: egative for intraepithelial lesion or malignancy with negative high risk hpv probe. Lot number: b34597, manufacture date: 2014-05, expiration date: 2016-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-nov-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. B34597) for female sterilisation. The patient had a medical history of low back pain (low back pain in pregnancy: (B)(6) 2013) in 2013, spontaneous abortion in 2012 and endometrial polyp, anxiety, uterine fibroids, parity 3, multi gravida, tonsillectomy, cholecystectomy, lumbar disc disease, anemia, adenomyosis and menorrhagia. Previously administered products included: ibuprofen, depo provera and mirena. The patient had a family history of diabetes. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3297 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy total laparoscopic cystoscopy salpingectomy laparoscopic- bilateral). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: scout films: bilateral micro-inserts were identified uterine cavity: the endometrial cavity was noted to be normal. Reference: a is the most proximal end of the outer coil closest to the uterine cavity, b is proximal end of the inner coil, c is distal end of outer coil and d is distal end of inner coil furthest from the endometrial cavity. [Pathology test] on (B)(6) 2022: specimen: fallopian tube, uterus and cervix left fallopian tube, salpingectomy: benign para tubal cyst and unremarkable fallopian tube with fimbria. Right fallopian tube, salpingectomy: benign para tubal cyst and unremarkable fallopian tube with fimbria. Uterus and cervix: weakly proliferative endometrium and adenomyosis. Cervix with no significant pathologic findings [pregnancy test] on (B)(6) 2012: negative. [Smear cervix] on (B)(6) 2018: egative for intraepithelial lesion or malignancy with negative high risk. Hpv probe. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.